Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient's ipg was non-functional and the patient began experiencing pain in the left hip up to his head and down to his feet. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician suspected device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was non-functional and the patient began experiencing pain in the left hip up to his head and down to his feet. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient's ipg was non-functional and the patient began experiencing pain in the left hip up to his head and down to his feet. The patient will undergo an ipg replacement procedure.